Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of blisters, rendess, oozing, infection, and burning. The patient did seek medical attention and was prescribed a topical steroid. The patient did not follow proper skin preparation instructions.